Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-jan-2011, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug and fentanyl at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. The patient was noted to be taking a list of oral medications but no drug information was provided. It was reported the patient had experienced a return in pain "like it was 15 years ago". It was reported that the patient was recovering from a transplant surgery that occurred on (B)(6) 2018 and when the healthcare provider (hcp) was notified about the return of pain it was thought that it could be related to recovery of the transplant procedure. The patient's pain was described to be located from the lower back up to the cervical spine. It was reported that the patient had multiple falls in 2018 but nothing serious. The caller mentioned a concern that the catheter might have been nicked during the liver transplant surgery. The patients next refill was noted to be on (B)(6) 2018. The caller was redirected to follow up with the hcp. No further complications have been reported as a result of this event.